Event description:
Rptr had two feeding tubes reported defective out of the package. After investigation of other tubes in this lot code they found five more with burrs and sharp edges on the insertion tips. Apparently there was a problem with the plastic coating during the mfg process. Each of these tubes had rough edges with sharp burrs on the insertion tip which could cause problems during use. Rptr had two pt incidents that were suspect to the use of these tubes.